Event description:
It was reported by service report that the foot stirrup upright assembly was not locking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Stirrup upright assembly.